Manufacturer narrative:
Further investigations of the patient sample were able to duplicate the results obtained by the customer. It was determined the sample contains an interfering factor against the idiotype of the monoclonal antibody used in the ft3 assay. Per product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design."

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ft3 iii on two cobas 8000 e 801 module analyzers. The result measured at the customer site was reported outside of the laboratory to a physician. The sample was initially tested on the customer's e 801 analyzer on (B)(6) 2021. The sample was also treated with a 25 % polyethylene glycol solution and repeated. The sample was also repeated on an abbott architect analyzer. The sample was provided for investigation, where it was tested on a second e 801 analyzer on (B)(6) 2021. The serial number of the customer's e 801 analyzer was requested, but not provided. The ft3 reagent lot number and expiration date used on this analyzer were also requested, but not provided. The serial number of the e 801 analyzer used for investigation is (B)(4). Ft3 reagent lot number 510082, with an expiration date of 28-feb-2022 was used on this analyzer.